Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The patient effects of pain, pseudoaneurysm are listed in the prostyle instructions for use (IFU) as potential adverse events associated with use of vessel closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effect of pain and pseudoaneurysm are known inherent risks of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 9f sheath hole prior to an interventional pulsed field ablation (pfa) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 12f sheath, and the pfa procedure was completed without complication. Hemostasis was achieved with the pre-placed proglide sutures. No issues occurred with the proglide device during the procedure. However, the patient returned two days later complaining of pain. Upon evaluation, the physician identified a pseudoaneurysm and thrombin was administered. There was no reported clinically significant delay in the initial procedure or therapy. No additional information was provided.